Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found bent video connector pins causing no image on screen and an e226 error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while using the visera elite ii video system center, the camera was put in the wrong way and bent the prongs. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a bent video connector. However, the specific cause of the bent video connector was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿¿ turn off all system components before connecting them. Otherwise, equipment damage or malfunction may result. ¿ use appropriate cables only. Otherwise, equipment damage or malfunction may result. ¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws, lock the cable connector. Otherwise, equipment damage or malfunction may result. ¿ the cables should not be sharply bent, pulled, twisted, or crushed. Cable damage may result. ¿ never apply excessive force to connectors. This could damage the connectors. ¿ do not connect the cable to the video system center before connecting the power cord. The video system center may be damaged or broken.¿ olympus will continue to monitor field performance for this device.